Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set leak from site, which caused the patient blood glucose elevated to 325 mg/dl, therefore patient had received manual injection. The infusion set was in use for one day. No further information available.